Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer contacted technical support (ts) stating that the unit alarmed and the battery would not charge. The customer reported there was no patient involvement. The manufacturer's product support engineer (pse) evaluated the unit and verified the reported issue. The pse replaced the unit's battery to resolve the reported issue. The unit tested and returned to service.